Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device battery longevity has been jumping down since the last few months. Engineering analysis was performed in which data showed that the device was sensing high atrial rate in which this could cause an increase in power consumption. Also, signal artifact monitoring was installed and minute ventilation was programmed on. In addition, it was noted that the device was reprogrammed and atrial sensing lead was turned off. It was then suggested to allow the device time for the average atrial rate and power consumption to decrease. To date, the device remains in service. No adverse patient effects were reported.